Event description:
Patient was ambulating in the room with family using the walker. One leg of the walker collapsed, and patient fell on her bottom with assist from family. Patient was not harmed during this event.